Event description:
It was reported that the patient experienced a broken prosthesis with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.